Manufacturer narrative:
Correction: in initial report, yes was selected however the correct selection should have been "no". This report has the correct selection. Correction: in initial report, no was selected however the correct selection should have been "yes". This report has the correct selection. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). Device has not been received for evaluation. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with the patient interface. There is no patient injury reported and no complications were reported.